Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Related manufacturing reference: 3005188751-2016-00016, 3005334138-2016-00011, 3005188751-2016-00017. Following an atrial fibrillation ablation procedure, a pericardial effusion occurred. After a successful af ablation, the patient became hypotensive while in the recovery room. An echo was performed which revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient.